Event description:
It was reported that this patient with a pacemaker device passed out when a threshold test was performed during a device check. The incident was noted to have happened a year ago. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker device passed out when a threshold test was performed during a device check. The incident was noted to have happened a year ago. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with a change to the impact codes table in report section h6.